Event description:
Customer reported a persistent high blood glucose event with the highest level shown as "high," but the specific value was unknown. Correction bolus via pump was administered to resolve the high blood glucose, and it was noted that the control iq feature was active during the event.